Manufacturer narrative:
Upon receipt, the cardiomessenger smart was subjected to an extensive analysis. During the analysis of the cardiomessenger smart, the observation could not be confirmed. The cardiomessenger smart has no exposed metal parts, so it was not possible to clarify during the analysis how a painful shock for the patient could have occurred. Since the used power supply was not returned, the power supply could not be analyzed. Also, it was not possible to confirm if the power supply supplied with the cardiomessenger smart from biotronik was used. Therefore, damage caused by an incorrect power supply cannot be excluded either. The original power supply works on the secondary side with a 5 volt safety extra-low voltage. This cannot have led to an electric shock. Further analysis of the device was performed. It could be switched on, but switched off suddenly after a short time. This behavior could be traced back to a damaged component on the main circuit board, which was apparently damaged by an electrostatic pulse. This kind of damaging reinforces the assumption that the cause must be attributable to an external influence.

Event description:
Device was transmitting just fine then on (B)(6) 2020 the patient felt a painful shock go through her hand when she touched the cardio messenger and then the device would no longer power on.